Event description:
The customer described the below event as a ¿similar¿ event that had previously occurred. It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a damaged haptic. The toric iol¿s trailing haptic cracked-the cartridge cracked. The trailing haptic was presumably damaged because of the cartridge crack. The doctor reported that it took a long time to remove the iol from the eye. No further information was provided. Note. This report is to capture the iol. As this is not a preloaded device, then a separate MDR is being submitted for the cartridge through manufacturer report number 3012236936-2024-0003274.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d4, model and catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/no information. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3, device evaluated by manufacturer: the intraocular lens (iol) is not returning for evaluation as the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. The lot number for this device is unknown. Therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.